Manufacturer narrative:
Technical discussion between the manufacturer and the surgeon determined that the implant broke due to pt's poor bone quality. Consequently implant sank and exposed the legs conducting to a breakage. The root cause of the reported event is user error (contra-indication.) As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/ (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Implant was reported to have broken. A new surgery was required.